Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a syncopal episode. It was further reported there were right ventricular (rv) lead unstable/variable thresholds, an abrupt increase in both bipolar and integrated bipolar impedance, oversensing, noise and sensing integrity counter (sic). The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.